Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. However, the foreign material may have remained since reprocessing by the user deviated from instruction manual. Per additional follow up from the customer, it is not known when the foreign material adhered to the nozzle. It is not known if the nozzle was cleaned with lint-free cloths/brushes/sponges because reprocessing stopped after the foreign material was found. They use olympus cleaning accessories. They stated that they normally brush the cylinder, but in that specific case are not sure, because reprocessing was stopped after clogged channel found. The instructions for use describe brushing method of biopsy port, suction channel, and suction cylinder. Instructions for use do not describe to brush the air/water cylinder and air/water channel. The event can be detected/prevented by handling the device in accordance with the following instructions for use: instruction manual evis exera ¿olympus cf type q165l/I operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual evis exera ¿olympus cf type q165l/I reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the air/water channel of the evis exera colonovideoscope was clogged. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the nozzle was clogged with foreign material. The origin of the foreign material was unknown. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings, evaluation found the distal end scope cover was cracked, the bending section cover adhesive was separated, the connecting tube was wrinkled, buckled and scratched, the grip unit was discolored, the control unit was discolored, the universal cord was scratched, the light guide cover glass was scratched, angulation was reduced, and the up/down and left/right knobs had play. This event is under investigation. A supplemental report will be submitted upon receiving additional information.